Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. PMA/510(k) number : k011245 and k002188.

Event description:
It was reported that the implant cannot be detached from the mount. It was replaced with a different implant.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4) the following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. One (1) impl tapered sp 3.7mm 12m m octagon (spb12) was returned for investigation. Visual evaluation of the as returned product identified signs of use. Functional testing to recreate the reported event; verified the implant does not disengage from the mount. A pre-existing condition noted on the per was moderate bone density (type ii). The reported device was located on tooth # 46 (fdi) and was used, placed and removed on the same day. Device history record (DHR) review was completed for the subject lot number (2021020099). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2021020099) for similar events and no other complaint was identified. Review completed utilizing keywords: does not disengage/release. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.